Manufacturer narrative:
The hill-rom tech found the handle grip was torn off. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unk if the facility performed any other preventative maintenance on this bed. Hill-rom tech replaced the handle grip to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the intellidrive would push backwards when the handles were pressed forward. The bed was located at the account. There was no patient/user injury reported. (B)(4).